Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the preloaded injector malfunctioned. There was patient contact, but no harm. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced the lens to the nozzle entry area and has underrode the trailing haptic. The plunger is engaging the optic edge. The trailing haptic edge is split (still attached) and the haptic is bent across the top of the plunger and oriented toward the right side of the device. The leading haptic is straight. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. A plunger underride was observed. The root cause cannot be determined. There appears to be sufficient viscoelastic in the device. A qualified viscoelastic was used. The manufacturer internal reference number is: (B)(4).